Event description:
Reporting status: serious injury/ medical intervention. Reporting rationale: dissection requiring medical intervention to prevent permanent impairment/damage. Device issue: no device malfunction has been reported. It was reported that a dissection occurred during deployment of the 2.75 x 23mm xience v stent in the left arterior descending artery (lad). Two additional xience v stents were used to cover up the dissection. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that dissection, as listed in the IFU, is a known adverse event associated with coronary stenting and not necessarily an indication of a product quality issue. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states, "implanting a stent may lead to dissection of the vessel distal and/ or proximal to the stent and may cause acute closure of the vessel requiring additional intervention." However, a conclusive root cause for the reported patient effect, and the relationship to the device, if any, cannot be determined.